Manufacturer narrative:
Device manufacture date: monitor, battery pack - 10/2007. Battery pack - 01/2008. Device eval summary: device evaluations of monitor, and battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were fully functional and had no damage to their connectors. They were retested and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor and battery packs.

Event description:
A male pt contacted lifecor customer support to report that after removing the battery pack from the monitor pieces fell from inside the monitor. The pt tried to put both battery packs into the monitor and neither battery pack would fit into it. Support sent a pt services rep (psr) to replace the pt's monitor and battery packs.